Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp insertion, the device became entangled in the papillary muscle of the aortic valve, which caused the pump to be unable to be fully delivered into the left ventricle. The pump was pulled back and repositioning was attempted several times without success. The physician removed the pump to rewire to access the left ventricle, however upon removal of the pump the decision was made to replace the pump and deploy a new device. The new device was successfully implanted and was subsequently successfully weaned and explanted and it was noted the patient outcome of explant with the new pump was survived.

Manufacturer narrative:
A4: patient weight is unknown product status: the impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult patient anatomy preventing successful delivery of impella. Device history review: the pump passed all the post sterile inspection checks.